Event description:
The customer used the device to check their blood glucose and obtained a result of 335 mg/dl. Customer dosed 7 units of humulog. Customer later passed out. Their spouse tried to revive customer and called 911. Spouse gave customer juice and checked customer's glucose on the device and obtained a reading of 95 mg/dl. Spouse retest and the reading was 30 mg/dl. Emts arrived and didn't check customer's glucose. They checked customer's vital signs and gave customer liquid sugar and transported customer to the hosp. Customer glucose was 39 mg/dl at the hosp. Customer was kept for observation and released 3 1/2 hours later. Controls were not used. The device was replaced and requested to be returned for eval.